Event description:
Facility alleges blood leak during dialysis. Chief technician reports fiber leak occurred on a 5th usse dialyzer. Blood circuit discarded. Estimated blood loss > 100cc. Treatment restarted with new dialyzer and lines. No further medical intervention required. No pt. Injury reported.